Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm, error codes, messages. (B)(6) 2018 11:58:12 rfc_repairs (rfc_repairs) po for (B)(6). On (B)(6) 2018 10:55:55 (B)(6). Evaluation statement: during the servicing activities component q22 assembly was found to have thermal damage. The noted observation and failure mode of the returned pump module is consistent with findings noted in prior investigations for this same issue. The issue was investigated under legacy CAPA (B)(4). The root cause was found associated to improper cleaning practices with iui connectors. Per the product risk assessment document (B)(4), no risk assessment is deemed necessary. The pump module s/n (B)(4) manufacture date is 02 may 2007. A review of the device history file from the date of manufacture to the present was performed and indicated that this device has been in service on 25 feb 2008, device was serviced for the spring recall. On 09 oct 2009, unit was in service for a missing door. No qn or relevant prior servicing was found recorded. The customer did not allege any patient involvement or report observing smoke, burning smell or flames. The root cause for the thermally damaged component is unknown and no more information is available. No further investigation of this issue by customer advocacy is deemed necessary and the service department may proceed with the appropriate repair. On (B)(6) 2018 09:56:15 (B)(6). (B)(4).